Manufacturer narrative:
The liquid embolic material was consumed in the intervention and was likely discarded after the resection procedure. Based on the reported information, there did not appear to have been any defect of the device during its use. The event occurred post the embolic embolization and resection procedures and its cause remains unknown.

Event description:
Medtronic received report that post 2nd embolization and resection procedure of a right side brain arterialvenous malformation (avm), the patient suffered a stroke. The stroke was reported to have occurred within the treating vascular territory. This adverse event was reported to have been procedure related and has since resolved with unspecified treatment. The nidus was reported to have been large. The right mca and the right aca were both major vessels supplying the avm. No technical or procedure events occurred during either of the procedures.